Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost the scs charger and had not charged the scs ipg in over two years. A company representative met with the patient and confirmed the patient's scs ipg was inoperable. Surgical intervention may be taken to address the issue.